Event description:
Customer's family member reported leakage from reservoir. It was confirmed that the customer's family member did not pull the plunger out of reservoir. No additional details were provided.